Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that they performed the pump refill on (B)(6) 2025, and the pump seems to have stalled on (B)(6) 2025 at 3:04 pm and restarted at 3:49 pm. It did not result in any alterations in therapy that the patient noticed, and the patient did not report hearing an alarm. Possible reasons for the stall were being considered such as phone or laptop over the pump, or magnet from purse sitting over the pump. The patient said that they do sometimes fall asleep with their phone in their lap and it could be over the pump. It was indicated that this may explain the stall but they cannot be sure as they do not have a clear recollection of it. They were also not sure if it is just due to the batteries on the new phones or if they should be looking for other things. The pump stall was further noted as unexplained. No actions were taken at this time. No surgical intervention was planned. The issue was resolved as of (B)(6) 2025. The pump remained implanted and in-service. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the pump was (B)(6) 2022. It was also stated that there were no other causes for the patient not having heard a pump alarm regarding the motor stall that recovered other than what was shared already.